Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that a system presented with poor irrigation during a cataract surgery. The patient experienced loss of the anterior chamber which caused the patients already loose capsular support system to prolapse into the anterior chamber along with vitreous. The surgeon switched to a vitrectomy procedure and still had poor aspiration. Irrigation finally started normally and the procedure was completed without inserting an intraocular lens. The patients support system was not adequate to hold any lens. The patient also had some nuclear particles dropped to the posterior chamber. She was seen by another surgeon who performed a vitrectomy and placed an anterior lens in. The patient is now stable with a good result.

Manufacturer narrative:
The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on february 27, 2017. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).